Event description:
It was reported that the device had short longevity. The device replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that they could not identify any anomalies.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 383059, lead, implanted: (B)(6) 2009; 419588, lead, implanted: (B)(6) 2007. (B)(4).